Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that programmer interrogation of this implantable cardioverter defibrillator (ICD) system was unsuccessful. It was noted that the patient was last seen in clinic two years ago, and it was estimated that four years remained on the battery at that time. The physician stated that the patient was in ventricular tachycardia (vt) and the device did not do anything. Additionally, the patient was not enrolled in the remote monitoring system, and the last device transmission was (B)(6) 2024. Medical records indicate the device was implanted over 11 years ago, and technical services (ts) discussed possible battery cell depletion. This ICD remains in service. No adverse patient effects or interventions were reported at this time.